Manufacturer narrative:
Midmark became aware of the claim that the sterilizer door malfunctioned on (B)(6) 2013. An investigation took place. The user stated that the sterilizer was destroyed in (B)(4) of 2012 at the time of the incident. We have confirmation that they were aware of the field corrective action for this unit on january 27th, 2012. We attempted to confirm that they were able to do the correction on january 23rd, 2013 and found that the unit had already been destroyed. They stated that they had not applied the label for the fca action to the unit. There were no injuries that occurred. Based on the limited information, an investigation determined that the event was likely a result of the user failing to completely close the sterilizer door prior to initializing a cycle. The user confirmed that in this instance, the following instructions labeled on the sterilizer door were not observed because it was not applied to the sterilizer: "warning: do not run the sterilizer without the door fully latched. The latch handle should be flush with the door cover. Failure to fully latch the door could result in serious injury."

Event description:
User claimed during sterilizer cycle the sterilizer unexpectedly opened and came off the counter. They stated this occurred around (B)(6) 2012. There were no injuries reported.